Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the forearm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was hyperglycemic with egv and bg within the device's specifications for accuracy. The patient calibrated the device and self treated with insulin. There was no report of serious symptoms. The patient noted that the day prior to the call, she experienced shaking and a fall due to hypoglycemia. The egv was 80 mg/dl while the bg was 55 mg/dl. The patient had reportedly been advised by her educator that the egv was more accurate than the bg, so she did not treat her symptomatic hypoglycemia. An unspecified time later, the bg was 45 mg/dl and the egv at that time was not documented. The patient had presyncope an self treated with juice. She was reportedly treated in the ed for the episode and received zofran for nausea. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.